Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to moisture damage on the keypad traces. The functional testing could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a stained end cap sticker.